Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No excessive no delivery alarms or button error alarms noted.

Event description:
The customer reported that the insulin pump alarmed button error while giving herself a bolus. The blood glucose reading was 182mg/dl. The caller mentioned also getting a no delivery alarm the day before and ended in the emergency room with high blood glucose of 430mg/dl and vomiting. The customer was stable after four days in the hospital. No further information was provided.